Event description:
It was reported that a power source alert 07 occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes to see if the pump would start charging, and issue was resolved.